Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable glucose results for one patient from accu-chek inform ii meter serial number (B)(4). The patient was a baby and the samples were taken from the heel. The result at 21:38 was 33mg/dl, at 21:41 was 43 mg/dl, and at 21:46 was 56 mg/dl. The customer did not know which result was correct. The patient was not adversely affected.

Manufacturer narrative:
The involved meter and test strips were received for investigation and were tested with control material. Control ranges: level 1 105-131 mg/dl; level 2 273-341 mg/dl. Results: level 1 ¿ 113,113, 114 mg/dl; level 2 ¿ 301, 299, 301 mg/dl . All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Additional information was received concerning the collection of the samples. The baby's heel was disinfected with a swab sprayed with "kodan". After briefly waiting the heel was stuck, the first drop of blood was wiped away, and the test was measured with the second drop of blood. Another drop was taken from the same heel for the second test. The other heel of the baby was used for the third test following the same process.